Event description:
It was reported that on (B)(6) 2024, a patient was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. On an unknown subsequent date, the patient presented with cranial displacement of the implanted devices resulting in the complete coverage of the renal arteries. All devices were explanted.

Manufacturer narrative:
D10: gore® excluder® aaa endoprosthesis - sn (B)(6). Stent graft contralateral leg - (B)(6). Gore® excluder® aaa endoprosthesis - sn (B)(6). Stent graft contralateral leg - sn (B)(6). H3: awaiting device return. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release specifications. The specimens were returned to w. L. Gore & associates for investigation. Submitted in an unidentified liquid and presumed to be unfixed were gore® excluder® conformable aaa endoprostheses consisting of the following: one trunk ¿ ipsilateral leg endoprosthesis (trunk), two contralateral leg endoprostheses (cl-1 and cl-2), and six contralateral leg endoprostheses fragments (clf-3a-c and clf-4a-c). Specimens were placed in 10% neutral buffered formalin upon arrival. Specimen fragments had been transected prior to arrival at w. L. Gore & associates. The lumens of all specimens were widely patent. The proximal extremity of clf-4c appeared to be twisted closed and there was an approximately 150 mm section of unraveled wire attached to the fragment on the proximal extremity. The specimens were not properly stored in a fixative solution for proper preservation of the tissue on and within the devices. Therefore, a histopathological examination of the tissue could not be performed due to the lack of proper fixation prior to arrival at w. L. Gore & associates. The specimens were subjected to an enzymatic digestion process to remove biologic debris. Following digestion, all specimens were examined for material disruptions with the aid of a stereomicroscope. No wear related disruptions were identified. Disruptions identified (transections, unraveled wire and twisting) were not associated with the handling or manufacturing process at w. L. Gore & associates. This complaint was initiated based on information received from the field. Patient imaging allowing for confirmation of the device migration was not provided for evaluation. The cause of the migration could not be independently confirmed during the investigation. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to device migration.

Event description:
It was reported that on (B)(6) 2024, a patient was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. Immediately following the procedure, the patient presented with cranial displacement of the trunk ipsilateral leg resulting in the complete coverage of the renal arteries. The cause of the displacement is unknown. All implanted devices were explanted.